Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting elevated threshold measurements, noise and loss of capture. When the physician opened the pocket to perform the lead revision, he observed the lead's insulation had been damaged. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned therefore the clinical observations cannot be confirmed. Should additional information become available, this event would be updated.